Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during use the pgw .018 sv wire unraveled/stretched and fractured. There are no patient, procedure, vessel or lesion details available to date. There was no report of injury for the patient. One non sterile unit of pgw .018 sv short 300cm st was received coiled inside of a plastic bag. The core wire was fractured and the coil was stretched and unraveled. No other visual anomalies were noted on the received unit. Sem results showed that the core wire fracture surfaces presented evidence of bending, twisting and smearing characteristics. Reverse bending and/or pulling while twisting the sample could be related to these surface characteristics. The coil presents evidence of smearing and pulling; it appears that the separation occurred while the coil was being stretched/pulled, since the coil was found unraveled and the tip of the fracture presents "pen point" which is a common characteristic of pulling fractures. Cutting was discarded as a root cause by comparison with a sample cut by the engineer. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The complaint reported by the customer as: "distal tip- unraveled/stretched-in patient" was confirmed due to the received condition of the product; moreover a fracture condition of the coil wire and the core wire was found on the unit. According to sem analysis results the root cause of this failure cannot be conclusively determined; however it does not appear to be manufacture related. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event as reported. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time. The complaint reported by the customer as: "distal tip- unraveled/stretched-in patient" was confirmed due to the received condition of the product; moreover a fracture condition of the coil wire and the core wire was found on the unit. According to sem analysis results the root cause of this failure cannot be conclusively determined; however it does not appear to be manufacture related. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. With the extremely limited information available it is not possible to make a clinical conclusion regarding possible contributing factors.

Event description:
Information received from the affiliate states that the pgw .018 sv short 300cm guide wire lost its shape. No procedural information was provided.the product was returned for evaluation and testing and prelimonary analysis stated that the distal tip of the wie was stretched.